Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had received a new insulin pump but when he was priming the tubing, he let go of the act button and saw drops come out of the tubing. Customer stated that even when the act button was not being pressed, drops still came out. Customer stated that insulin is squirting out during the manual prime process. Customer stated that he already changed the infusion set before calling. Customer stated that he is not at home with his supplies and will call back.